Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During a visual inspection, the sponge was found to be outside of the minicap. The sponge dimensions were found to be within product specifications. The reported condition was verified. The cause of the issue could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge came out from the minicap. The patient did not use the minicap. There was no patient involvement. No additional information is available.